Manufacturer narrative:
Pump passed self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba1. Pump was monitored and functioned properly. The pump had missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the notification light did not immediately stop flashing. The product was returned for analysis.